Event description:
Customer reported that she have to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was over 530 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.